Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time which may have contributed to the event.

Event description:
The customer received ion selective electrode (ise) analyzer alarms since (B)(6) 2014 and questionable sodium results on (B)(6) 2014 for at least 50 patient samples. Of the data provided for five patient samples, only the result for one patient sample was discrepant. The initial result was 130 mmol/l with a data flag. The repeat result on another analyzer was 136 mmol/l. All of the erroneous results were reported outside the laboratory. The repeat results were believed to be correct. The customer could not provide information regarding if any patients were adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The customer replaced the sodium electrode, recalibrated and repeated controls. The field service representative found the screw holding the vacuum nozzle had fallen off. He replaced and tightened the screw, washers and spring for vacuum nozzle and ise sample probe. He ran ise checks, ise primes, ise calibration, qc and precision all with acceptable results.